Event description:
This unsolicited device case from (B)(6) was received on 17-oct-2014 from a health care professional (sports doctor). This case involved a (B)(6) male patient who had a severe case of synovitis after receiving treatment with synvisc one. Patient's medical history included myeloid leukemia. No past drug or concurrent condition was reported. Patient's concomitant medications included imatinib mesilate (glivec). On an unknown date in (B)(6) 2014 (one month ago), the patient initiated treatment with synvisc one injection (dose, route, frequency, indication, batch/lot number and expiry date: not provided). On an unspecified date, after first dose of the product patient experienced a severe case of synovitis and had to have arthroscopy after. It was reported that injection was harder than usual. It was further reported that the patient was getting better now. Actions taken: unk. Outcome: unk.